Event description:
Event description guidant received information that this reliance lead was removed from service due to a greater than 3000 ohm impedence. The fineline lead was inadvertently damaged during the reliance extraction, and needed to be removed also.